Event description:
It was reported following the removal of a 6f pacel catheter after permanent pacemaker implant, the pt developed hypotension (max 30 mmhg) and pericardial effusion. The pt was given medication (type and dose unknown). Two hours later the pt still exhibited signs of hypotension (60 mmhg/30 mmhg) and was transferred to a hospital with cardiac surgery availability. The pt recovered slowly without need of surgery and 3 days later returned to the first hospital.